Manufacturer narrative:
The user reported differences between the sg and bg values. Escalation analysis showed that the user was taking doxycycline. The user was educated that medications in the tetracycline class, including doxycycline, may impact sensor glucose readings and that cgm values should not be relied upon while taking these medications, as indicated in the eversense user guide. The user was satisfied with the education provided and was advised to call back if the issue persisted after completing treatment. No device malfunction was identified, and no further investigation was required.

Event description:
Senseonics was made aware of an incident in which the user reported that the cgm readings were different from blood glucometer measurements. No injury or medical intervention was reported.